Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) due to low out of range shock impedance measurement. The patient presented to the hospital complaining of lightheadedness. During the interrogation the clinician received a message to check the shock lead, upon review additional out of range shock impedance measurements were seen. Review of the daily measurements noted that the measurements had intermittently been low and out of range for the last seven months. Initially no noise was seen on the shock channel, however after further review there was a few episodes of spiky noise on both the rv and shock channels with one oversensing event. The low shock impedance was able to be reproduced with isometrics. During testing when the lead was programmed rv coil to can, it yielded normal impedance measurements. Subsequently the physician opted to leave the lead programmed in that configuration and monitor the patient. No adverse patient effects were reported.